Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, the pacemaker exhibited intermittent loss of capture. The patient experienced a syncope event due to being pacemaker dependent. The pacemaker was explanted and replaced. The patient was in stable condition.